Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2019, the patient reported that the infusion set's tubing had detached from the quick release while sleeping last night. The site of location was her hip. The infusion was used for one day and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. She stated that there was stress or pull on the tubing as the pump became wrapped when she moved. Further, the pump was not dropped with the set connected to the patient's body. This issue happened twice. Upon visual inspection, it was found that the tubing was detached from the tubing connector. No further information available.